Manufacturer narrative:
(B)(4). One used sample was received containing no fluid. To verify the reported condition, the sample was filled with water. During fill, a back-flow was observed at the fill-port. The sample was subsequently disassembled for examination. As a result, a tiny glass fragment was found under the check-band. No other cause of back-flow was found during the examination. Based on the evaluation findings, the back-flow condition was caused by a glass fragment introduced into the fluid pathway during filling without the use of a filter. A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report that , backflow was observed from the filling port during filling. The device was being filled with 5-fluorouracil and saline. There was no patient involvement and no patient injury and medical intervention.